Event description:
The infusion pump was received at the svc facility with a vague report of the unit being inaccurate while in clinical use. No add'l clinical info was able to be received. No pt injury was reported.